Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. No medical documentation and adequate imaging studies were available for this review. Product appropriateness could not be fully assessed due to the lack of information. Product use was incongruent with the IFU due to: a short aortic neck of 12.5 mm. Cautionary product use conditions that might have contributed to this complaint included: a tortuous blood lumen with a 52 degree angulation. Seventy-one months post implant, there was evidence to support: complete component separation. There was evidence of additional bridge stents. There was no overt type iii a endoleak, however the sac had expanded over 3.0 cm since the first post operative CT scan 69 months prior. Seventy-four months post implant, there was evidence to support a type iiia endoleak associated with sac expansion and stranding, but a rupture could not be substantiated. The secondary procedure was confirmed, but the technical success of the procedure and the final patient disposition could not be established due to lack of information. However, reportedly, the patient tolerated the procedure well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation finding, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 74 months post implant of a bifurcated device and a suprarenal aortic extension the patient, presented with an endoleak between the components, and a rupture. Prior to this secondary the patient presented on (B)(6) 2011 with abdominal pain. A computed tomography revealed an endoleak between the components, and possible rupture. The physician noted a slight infolding of the proximal edge of the bifurcated device. However, on (B)(6) 2011 the patient was treated with an infrarenal aortic extension which sealed the endoleak. Reportedly, 22 months later a computed tomography scan revealed another endoleak between the infrarenal aortic extension, and the bifurcated device. The patient was treated with two additional infrarenal aortic extensions which successfully corrected the endoleak. However, it was reported the patient presented on (B)(6) 2015 symptomatic with an endoleak between the components and a rupture. The physician elected to treat the patient with a competitor device. The patient tolerated the procedure well. Additional information: this complaint is associated with complaint # (B)(4).

Event description:
It was reported that approximately 74 months post implant of a bifurcated device and a suprarenal aortic extension the patient, presented with an endoleak between the components, and a rupture. Prior to this secondary the patient presented on (B)(6) 2011 with abdominal pain. A computed tomography revealed an endoleak between the components, and possible rupture. The physician noted a slight infolding of the proximal edge of the bifurcated device. However, on (B)(6) 2011 the patient was treated with an infrarenal aortic extension which sealed the endoleak. Reportedly, 22 months later a computed tomography scan revealed another endoleak between the infrarenal aortic extension, and the bifurcated device. The patient was treated with two additional infrarenal aortic extensions which successfully corrected the endoleak. However, it was reported the patient presented on (B)(6) 2015 symptomatic with an endoleak between the components and a rupture. The physician elected to treat the patient with a competitor device. The patient tolerated the procedure well. Additional information: this complaint is associated with complaint # (B)(4) .

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.